Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the patient was admitted to hospital with increased spasticity and they planned to do a catheter aspiration/dye study. The pump was read and everything looks normal in the logs, no stalls or memory errors. A dye study was to be performed on (B)(6) 2013. They planned to run labs to look for other things, possibly a urinary tract infection (uti). The pump reservoir volume was indicated as being 17.1 ml. The pump was refilled with 20 ml on (B)(6) 2013, and it was calculated that 1.83 ml should have been delivered since the refill. The manufacturer representative indicated that the numbers did not make sense, and the session data was going to be reviewed to make sure the pump was correctly programmed following the refill. It was later reported on (B)(6) 2013 that the results of the dye study were normal. Information was requested regarding priming the pump following the dye study. Per the health care provider, it was thought that the patient had an infection (unrelated to the pump). The pump was delivering baclofen 3000mcg/ml; 500.3mcg/day and clonidine 1000mcg/ml; 166.8mcg/day. Additional information has been requested, but it was not available at the time of the report.